Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got up this morning and took insulin and stuff and then pump started beeping, battery was low, replace battery but still not giving insulin. The customer was trying to give bolus and numbers did not start to move. The customer believes pump is under delivering because she would give herself a bolus and it wouldn't lower blood glucose. Customer reports they were unable to clear the alarm. The customer¿s blood glucose was 113 mg/dl at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected bolus stopped alarm noted during testing.